Event description:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was levothyroxine for hypothyroidism. In (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), abdominal pain ("abdominal cramping"), autoimmune disorder ("autoimmune disease"), inflammation ("inflammation") and headache ("head aches") and was found to have follicular thyroid cancer ("follicular thyroid cancer"). The patient was treated with surgery (not specified). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, abdominal pain, autoimmune disorder, inflammation, headache or follicular thyroid cancer. The reporter commented: reporter did not specify the procedure occurred, only reported: medical/surgical intervention but essure is ongoing. She pmentioned that she is interested in essure removal with no cost for herself and without a histerectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was levothyroxine for hypothyroidism. In (B)(6), 2012, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), abdominal pain ("abdominal cramping"), autoimmune disorder ("autoimmune disease"), inflammation ("inflammation") and headache ("head aches") and was found to have follicular thyroid cancer ("follicular thyroid cancer"). The patient was treated with surgery (not specified). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, abdominal pain, autoimmune disorder, inflammation, headache or follicular thyroid cancer. The reporter commented: reporter did not specify the procedure occurred, only reported: medical/surgical intervention but essure is ongoing. She pmentioned that she is interested in essure removal with no cost for herself and without a histerectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.